Event description:
It was reported that the patient was implanted with a prosthesis. Subsequently, the patient suffered a fracture and the implant became loose. There was harm to the patient as the patient had to undergo additional surgical/medical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: poland. Component codes: proposed g-code: mechanical (g04) - stem. D10 narrative: item: 11-210062, lot: 66363849, item name: explor 7x26mm impl stem w/scr. Component codes: proposed g-code: mechanical (g04) - head. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h11. The following sections have been corrected: h6, h11. G2, country event occurred in: poland. Component codes: proposed g-code: mechanical (g04) - head. D10 narrative: item: 11-210062, lot: 66363849, item name: explor 7x26mm impl stem w/scr. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.